Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: outer tube has deep dents, component failure of the outer tube, lg guide connector glass has cracks, component failure of the lg guide connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most likely cause is some kind of excessive force. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: facility address shortened from "(B)(6))" due to restriction on characters allowed. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented a grainy image. There were no reports of patient harm.